Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer's blood glucose (bg) was 17.9 mmol/l. Customer delivered a manual insulin injection to resolve the bg. The customer reverted to manual insulin injections for backup insulin therapy.